Event description:
It was reported that during an interventional stenting procedure in a heavily calcified left anterior descending artery, the rx vision 3.0 x 18 mm stent was deployed. As the stent delivery system (sds) was being removed, it stuck on the bmw guide wire. Both the vision sds and the bmw guide wire were removed together as a unit. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx vision is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the stent delivery system was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.